Event description:
It was reported that during a surgery, after t1 was deployed successfully, t2 fell off, and didn't be taken out, still free in the articular cavity. No significant delay or patient injury reported.

Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device showed no suture or ts remain on the insertion needle or were returned for evaluation. The actuator is in the post t2 deployment position indicating a complete deployment. The needle is bent. The device was functionally tested for proper actuator advancement and cycling and was found to function. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed.